Manufacturer narrative:
No files attached.

Event description:
Dr (B)(6): she said that they used it in a patient on tooth #7 and 2 weeks later, the patient contacted them with severe pain and profuse bleeding. The patient does have underlying medical issues.